Event description:
On (B)(6) 2012, pt reported the up arrow button on her infusion device began acting up with the last week. Pt stated it will work if she hits the button just right but it hasn't been responding all of the time. No physiology effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.